Manufacturer narrative:
One unused unit was received for evaluation from the customer in support of this complaint. Our quality engineer visually inspected the returned unit and was unable to identify any physical or mechanical damage to any of the unit's components. Leak testing was then performed and no leakage was observed. Based on evaluation of the representative sample, the reported defect could not be confirmed. No leak was found. Visually there was no damage or incorrect assembly that could cause the reported defect. DHR for lot number 7004947 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383319 with lot number 7004947 was manufactured on january 20, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this batch (B)(4) samples were taken by qa tech to performed leak test between connections the product in final assembly, no leaks were found. DHR for lot number 7059577 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383319 with lot number 7059577 was manufactured on march 23, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During this batch (B)(4) samples were taken by qa tech to performed leak test between connections the product in final assembly, no leaks were found. All relevant information during those DHR¿s review, shown that meet all established manufacturing criteria. Conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7004947, medical device expiration date: 12/31/2020, device manufacture date: 01/31/2017, medical device lot #: 7050577. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood when the needle separated from the intima. Observed during use. No serious injuries or medical intervention noted.